Event description:
It was reported that the wheelchair upon arrival to the customer had bent front wheels 'to the point they were unusable'.

Manufacturer narrative:
It was reported that upon arrival to the customer, the frame of both front wheels were bent to the point where they chair was "unusable". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.